Event description:
.

Manufacturer narrative:
Device evaluation: the event was not reported by the user facility as a complaint. The unit was sent for service and repair to our service depot on (B)(4) 2011 on a service request which stated "the unit has an overly sensitive sensor. The air detector will alarm check disposable when disposable is bumped." The unit was serviced, tested, and quality-audited, undergoing full calibration along with functional and electrical testing.